Event description:
Account stated a nurse alleged the head slowly drifted down while a patient was on bed. No injuries were reported.

Manufacturer narrative:
Account found CPR cables were too tight, not allowing full re-engagement of CPR release. Account adjusted CPR cables to resolve.